Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while doing a gamma nail procedure, surgeon was finished with gamma nail and when surgeon tried to disengage the nail from the rigger, the nail would not disengage. Another gamma 3 system had to be used which caused a 30 minute delay in the surgery.

Manufacturer narrative:
Evaluation revealed the target device and the nail holding screw gamma3 8x35mm to be the subject product. The trochanteric nail was considered as concomitant device. A review of the manufacturing / inspection records revealed no discrepancies. The devices were documented as faultless prior to distribution. As both devices had been in use for a longer time (target device manufactured in january 2012; nail holding screw manufactured in september 2012) we pre-suppose that the devices had fulfilled their tasks in former surgeries as intended. Evaluation did not reveal any discrepancies in material or manufacturing. Both, the target device as well as the nail holding screw received show normal traces of use, but no significant damage. A pre-surgical function test revealed the function of the devices to be fully given. The nail holding screw could be screwed through the metal adapter of the target device into the corresponding thread of the nail and then unscrewed without any excessive force as intended. In addition the targeting accuracy was tested with the items received. Sample instruments were used to complete the test set up. The drills passed all corresponding drill holes as intended without any contacts to the nail. The reported event could not be confirmed or reproduced. One possible scenario is conceivably that there got some bone graft inside the threads between the nail holding screw and the nail, which might have canted the nail holding screw. The exact root cause could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by any deficiency of the devices, but is most likely related to an intra-operative procedure. Referring to available information a more precise statement was not possible from a technical point of view. In case relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. No non-conformity was identified.

Event description:
It was reported that while doing a gamma nail procedure, surgeon was finished with gamma nail and when surgeon tried to disengage the nail from the rigger, the nail would not disengage. Another gamma 3 system had to be used which caused a 30 minute delay in the surgery.